Event description:
It was reported by that a pta balloon catheter was difficult to deflate. After approximately thirty seconds, the pta balloon was completely deflated and withdrawn through the sheath without incident. Another pta balloon catheter was used to successfully complete the procedure. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.